Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating high blood glucose readings and a motor error alarm from the insulin pump. The customer's blood glucose reading was 480 mg/dl. The customer stated that the pump alarmed motor error when she got ready for bed. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that there were more than one motor position encoder errors in the alarm history. The customer stated that the motor error did not recur after the displacement test. The customer was advised to monitor the pump and call back if issues persist.